Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg on (B)(6) 2006. It was reported that the patient lost stimulation. His charger only stays connected to the ipg for a couple of seconds. It was reported that the patient had lost approximately 10-15 pounds. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. No further patient complications were reported.